Event description:
It was reported that an ilet user was not receiving insulin from the pump while using a new g7 sensor, saw a blood glucose of 264 mg/dl, and was blocked from making a meal announcement due to an alert 84 following an earlier incomplete firmware update. Symptoms included hyperglycemia. Outcomes included no health consequences or impact reported. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified that prevented insulin delivery until a firmware update was completed, after which meal announcement and dosing resumed. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.